Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event with a site/set/cart issue. The reporter stated that the patient was having high blood glucose (bg) over the last 2 weeks for which the patient¿s healthcare provider was aware and that the patient had been correcting elevated bgs with injections. It was reported that today, the patient¿s bgs were between 234-400 mg/dl with back pain, pounding heart and nausea. The reporter stated that allegedly, the cartridge was leaking and that the patient could not determine from where the cartridge leak had occurred. Troubleshooting determined that the patient was using the cartridge correctly. This complaint is being reported because the patient allegedly experienced a hyperglycemic event associated with a leaking cartridge.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/20/2014 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. Leak, force, and fill tests were performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge, or from the luer connection, o-rings, or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.